Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. (B)(4).

Event description:
It was reported that the motor device outer casing was torn where the device plugs into the motor. It was further reported that there were no wires exposed. During service and evaluation, it was determined that the hose was damaged and the vanes were worn, the device had low power and was missing components, and there was cosmetic damage. The device also failed pretests for hose verification, muffler tube verification and rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.